Event description:
In 2000, the facility's staff nurse informed the MFR's (MFR.) Sales rep of the following: the nurse was administering chemo into the pt. Nurse got blood return from the device. Administered pre-meds endriomycin and cytoxan without complications. When the nurse went to flush the device with normal saline, the skin puffed the size of an orange with inflammation about 2" above the device. The pt was immediately sent for a dye study that showed leakage at the hub. As a result, the device was explanted. In 2000, the MFR.'s sales rep went to the dr's office to obtain the device in question. The dr infused/aspirated saline in the device in the presence of the MFR.'s sales rep. There was no evidence of leakage in the catheter or around the hub site. The dr felt that the nurses possibly missed the device access site. No further details were provided.